Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient wasn¿t having pain relief with the device. The rep reported that non-compliance with charging was a factor that could had led to the issue and that the patient hadn¿t charged in several months. The rep reported that they reprogrammed the patient multiple times and an impedance check was done. The rep reported that the patient was to be scheduled for explant. No further complications were reported.